Event description:
The patient reported that they had their implantable neurostimulator (ins) removed three years ago due to location being painful because it rubbed on clothes. This occurred in 2013. Other relevant medical history includes spinal pain and other chronic/intract pain (trunk limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.